Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks resulting in therapy exhaustion. Review of device data noted the presence of oversensing of myopotential noise contributing to the delivery of such inappropriate therapy. Testing was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient continued to receive multiple inappropriate shocks due to oversensing of noise and varying amplitude morphology measurements. Troubleshooting options were provided to the field. The s-ICD remains in service, no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks resulting in therapy exhaustion. Review of device data noted the presence of oversensing of myopotential noise contributing to the delivery of such inappropriate therapy. Testing was performed and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.